Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: in the oncology department, during intravenous infusion on the fifth day of using the mz connector, fluid leakage was observed. Further investigation revealed a crack in the connector's screw thread. After replacing the connector, the infusion was resumed.

Manufacturer narrative:
Investigation result: no mz1000 china product was available for investigation. The customer reported that the affected sampled was from lot 25075062 and that "on the fifth day of using the mz connector for infusion in the oncology department, fluid leakage was detected. Investigation revealed a crack at the threaded connection point of the connector." As part of the investigation, the customer provided a photograph of the reported sample; analysis of the photograph confirmed the customer's experience where a crack could be seen on the female luer adaptor (fla). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25075062 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Additionally, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to allow the antiseptic to sufficiently dry may cause the components to partially adhere together, requiring additional force to disconnect, damaging the component. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china set in the past 12 months.

Event description:
No additional information.